Manufacturer narrative:
H3: expertise file analysis performed was sufficient to conclude. H6 : method corrected. Please refer to the attached analysis report.

Event description:
During a device interrogation on 16 october 2020, near the end of the programmer session, error messages were displayed on the programmer indicating a loss of telemetry with the device. The session was closed and upon reinterrogation, the user was prompted to reinitialize the device as it had switched to standby mode. Reinitialization was performed; however, when the device was reinterrogated, it could not be reprogrammed due to the same loss of telemetry (ie. The device could be identified and connected to, but not reprogrammed). The patient was experiencing stimulation from the elevated outputs, so it was planned to replace the device. Attempts to interrogate were made with 3 different programmers, all with the same result. Reportedly, the user was not able to extract the files from the programmer for analysis.

Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject programmer; telemetry errors occurred.

Event description:
During a device interrogation on (B)(6)2020, near the end of the programmer session, error messages were displayed on the programmer indicating a loss of telemetry with the device. The session was closed and upon reinterrogation, the user was prompted to reinitialize the device as it had switched to standby mode. Reinitialization was performed; however, when the device was reinterrogated, it could not be reprogrammed due to the same loss of telemetry (ie. The device could be identified and connected to, but not reprogrammed). The patient was experiencing stimulation from the elevated outputs, so it was planned to replace the device. Attempts to interrogate were made with 3 different programmers, all with the same result. Reportedly, the user was not able to extract the files from the programmer for analysis.

Event description:
During a device interrogation on (B)(6) 2020, near the end of the programmer session, error messages were displayed on the programmer indicating a loss of telemetry with the device. The session was closed and upon reinterrogation, the user was prompted to reinitialize the device as it had switched to standby mode. Reinitialization was performed; however, when the device was reinterrogated, it could not be reprogrammed due to the same loss of telemetry (ie. The device could be identified and connected to, but not reprogrammed). The patient was experiencing stimulation from the elevated outputs, so it was planned to replace the device. Attempts to interrogate were made with 3 different programmers, all with the same result. Reportedly, the user was not able to extract the files from the programmer for analysis.